Event description:
It was reported that solis vip ambulatory infusion pump, alarms cassette not attached properly. No patient injury reported.

Manufacturer narrative:
Additional information was received indicating the pump was not in use with a patient at the time of the event.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Performed pm (preventive maintenance). The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., correction: model number: 2120.